Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) device and right atrial (ra) lead displayed an atrial arrhythmia burden alert of greater than one hour. Stored atrial tachycardia response (atr) electrograms (egms) showed noise and oversensing. Additionally, atrial pacing lead impedance was out of range measuring than greater than 3,000 ohms. Technical services (ts) noted that these observations were not new findings. This lead remains in service and no adverse patient effects were reported. Additional information was subsequently obtained indicating a loss of atrial capture along with atrial undersensing on the stored electrogram (egm). An atr event indicated noise interference on the sensed atrial channel. This lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) device and right atrial (ra) lead displayed an atrial arrhythmia burden alert of greater than one hour. Stored atrial tachycardia response (atr) electrograms (egms) showed noise and oversensing. Additionally, atrial pacing lead impedance was out of range measuring than greater than 3,000 ohms. Technical services (ts) noted that these observations were not new findings. This lead remains in service and no adverse patient effects were reported.